Event description:
It was reported that there was an unspecified problem with a homechoice device. This occurred before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2046 was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, electrical testing, and a short simulated therapy were performed and the cause of the condition was determined to be the membrane gasket. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.